Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. All cgm alert settings were turned on. Data for the described event on 2024-01-20 was reviewed. At 2:21pm a cartridge change operation was recorded. No infusion set or cannula change operations were found on this date. At 2:26pm, cgm glucose is at 170mg/dl. At 3:21pm, cgm glucose is at 92mg/dl. Cgm glucose had decreased by a rate of at least 2mg/dl per minute and alert 24 (glucose falling quickly) was triggered. No insulin requests were made by the ilet since 3:00pm. At 3:31pm, cgm glucose is at 72mg/dl and alert 22 (low glucose) and alert 21 (urgent low soon) were triggered. At 3:51pm, cgm glucose is at 50mg/dl and alert 20 (urgent low glucose) is triggered. At 4:06pm, cgm glucose < 40mg/dl. No alerts were marked "acknowledged." At 4:51pm, cgm glucose is at 90mg/dl and continues to increase. All alerts were marked as "inactive" by this point. At 5:00pm, cgm glucose is at 198mg/dl and the ilet begins requesting basal deliveries for insulin. Based on the engineering logs, the ilet is not malfunctioning. The device is triggering cgm glucose related alerts appropriately and was not found requesting insulin to be delivered during low and urgent low events. Basal delivery requests for insulin made by the ilet did not resume until after cgm glucose was 100mg/dl or greater and increasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Review of the ilet report shows that the user had announced a "usual" lunch meal consistently for the 4 days prior to the event and did not experience hypoglycemia. Based on the review of the case notes, device logs and ilet report, the ilet operated as intended. We were unable to determine any other contributing factors to this event. However, we agree with the user's care team that their complex medical history including cancer is likely contributing to their hypoglycemia. The user and their care team have determined that is best to discontinue the use of the ilet and they have requested to return the device.

Event description:
On 1/23/24 a beta bionics clinical diabetes specialist (cds) reported she received an email from a certified ilet trainer (cit) about an ilet user experiencing a low blood glucose (bg) event and being hospitalized. The event occurred on 1/20/24. The cit reported the ilet user started the ilet pump on (B)(6) 2023. On saturday (B)(6) 2024 her son found her unresponsive in the bathroom around 4:30pm and he called an ambulance. The user's bg was 27 mg/dl when she got to the hospital. Earlier same day, the user announced a lunch bolus (4.9 units delivered) at 11:35 am. The cit reported they have been in touch with the user and her son every day since starting the ilet. The user's continuous glucose monitor (cgm) target was changed last thursday ((B)(6) 2024 ) to the higher setting. This is the first event of two that were reported to beta bionics. Upon further investigation of these events, further information about the user's complex medical history was gathered. Of note, the user has type 2 diabetes which is not indicated for use with the ilet. Additionally, they have a history of severe hypoglycemia requiring hospitalization prior to starting the ilet. The user's medical history is also further complicated by multiple comorbidities including 3 forms of cancer. These comorbidities, particularly cancer, are likely contributing to the user's hypoglycemia.